Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege discomfort and pain in the patients hip, becoming increasingly painful to move, bear weight and walk, to move his legs and to rise from a seated position. Litigation states the patient is currently asymptomatic on his left hip, but will likely need to undergo a revision surgery.